Event description:
It was reported that a patient who had an ion procedure experienced an unknown complication post-anesthesia. It is unknown what type of procedure, the specific complication experienced, and any other associated details with the reported complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.